Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during routine maintenance the technician recognized a "connect power" message on the associated controller with all cables connected.

Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event of a connect power alarm was confirmed. The evaluation of the mpu-30018 revealed one open wire in the patient cable. The wire represents the rsoc (relative state of charge) signal. The compromised patient cable was replaced and the mpu passed a full functional test. A specific root cause for the open wire was not able to be determined. Abbott will continue to monitor and track. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.